Event description:
The operating md communicated the following case details to the company on (B)(6) 2012: "16f sls ii and cook liberator used on a mdt 6944 implanted (B)(6), lead malfunction. Svc tear. (B)(6) male, no prior CABG/valve, nyha ii, icm. Dx lead malfunction. (Aspirin/plavix). Inominate/svc tear. Extensive tear could not be repaired due to coagulopathy that developed. Made it to the operating room with good bp and cerebral perfusion. Injury was difficult to repair and coagulopathy developed that prevented salvage of patient. Patient died in the operating room."